Event description:
A customer contacted beckman coulter inc. (Bci) in regards ckmb result above the normal reference range for one patients' sample generated by unicel dxi 800 access immunoassay analyzer. Patient samples were repeated on the same unit and alternate unit. The results obtained from both runs were within normal ckmb reference range. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in li heparin tube. Qc was within the customers established ranges pre and post the event. A bci field service engineer (fse) replaced worn reagent pipettors and performed preventive maintenance. All verification testing met specifications. Although hardware issues were addressed, a clear root cause can not be determined for this event.